Manufacturer narrative:
(B)(4). The associated device was not returned. A review of the device information provided indicates that the reported device was part of field action initiated in 2011. It was identified that the manufacturing process completed for several batches of r3 ceramic liners may have created a lower than expected strength for the liners. It is unclear if the device involved in this complaint failed as a result of this previously identified issue as the device was not returned for evaluation. Without the actual device involved, our investigation cannot proceed. No additional actions are being taken at this time.

Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision surgery was performed due to implant fracture.